Manufacturer narrative:
The results of the investigation are summarized as follows: customer data review: only the logs that included the reported samples were reviewed. Upon review of the available control data, only one replicate of positive control encountered error code (ec) 9198 (positive control is non-reactive). The controls were rerun with the same reagents and passed successfully. All other control runs met specification requirements, as no error codes or performance related flags were displayed, indicating the reagents are performing as expected. All baselined and raw data amplification curves for the reported samples were reviewed. Sample ID: (B)(6) demonstrated a clear sigmoidal amplification curve, indicating a positive result. Sample ids: (B)(6) showed amplification patterns consistent with weak positives. Sample ID: (B)(6) exhibited minimal background noise below the threshold, consistent with a negative result. Amplification curves for the cellular control were normal in both baselined and raw data. Quality data review: CAPA / non-conformance review: a part and keyword specific search were performed to identify related existing internal quality records which could result in the reported complaint and part number. The part and keyword specific CAPA review did not identify any internal records or nonconformance's related to the current complaint for part: 9n15. Complaint history review: complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for part: 09n15 (trending part number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv application specification file: 09n15-01e was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported false negative results on the alinity m hr hpv amp kit while running on the alinity m instrument which have been run over the past year. Customer reports that the non-sigmoidal curves are being reported as (false) negative without an error code. The following sample ids (sids) were considered false negative: (B)(6) ((B)(6) 2025), (B)(6) ((B)(6) 2025), and (B)(6) ((B)(6) 2025). The issue happened on 2 controls ran on (B)(6) 2025 and (B)(6) 2025. The controls ran after were valid. Customer has to systematically run these questionable samples again, and the repeat result is positive on the second run. Patient management is systematically impacted, because the sample has to be retested and an cytology test had to be done to confirm the positive result. However, no impact to patient management by the physician has been reported.